Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. The imaging evaluation demonstrated that patient conditions (cardiac lead crossing tricuspid annulus in septal indentation, impeding septal leaflet excursion in the center of the leaflet, septal leaflet plastering) contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported the patient expired on post-operative day (pod) 26 from cardiogenic shock. The patient arrived in cardiogenic shock and the cause of the shock is unknown. Patient was volume overloaded with ejection fraction of 22 percent with reduced right ventricle and left ventricle function; and with right ventricular systolic pressure of 44 mmhg. Patient also had mild to moderate pvl septal with evidence of a possible torn chordae near location of pacing lead. The tte prior to patient passing showed normal evoque ttvr function.